Event description:
The time of event is not during procedure. There was no report of patient harm. Angulation stuck.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the right pulley wire stuck. Based on the result, we concluded that it was caused due to the excessive force applied on the right pulley wire. In addition, our technician confirmed that the insertion flexible tube coating damage, the operation channel (primary) leak, the bending rubber worn out, the nozzle gluing discolored, and the left pulley wire snapped/cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.